Manufacturer narrative:
The suspect device was evaluated by olympus. The evaluation was unable to confirm the reported problem. However, a redundant cable was noted, connected to the device's output leading to the monitor output; the service technician unplugged the cable. An assignable cause for the reported problem was not found. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost intermittently when using olympus, model series 180 and 190 endoscopes with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely a redundant cable noted on the device output leading to the monitor output. The root cause of why the additional cable was connected to the device could not be determined. Olympus will continue to monitor field performance for this device.